Event description:
It was reported that this right ventricular (rv) lead and this right atrial (ra) lead were part of a system explant procedure due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.